Manufacturer narrative:
Patient¿s date of birth was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 4 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a stroke on (B)(6) 2017. On (B)(6) 2017, after about four days at home the patient became increasingly weak, lethargic, was unable to get out of bed, and was unable to answer question appropriately. Approximately 1 ¿ 1.5 hours later, home health staff arrived and cursory evaluation of patient found shortness of breath and "gasping," despite home oxygen. The patient was pale and cold to the touch. 9-1-1 was called and the patient was transported to the local hospital and found to be in hyperkalemic arrest/ ventricular tachycardia (vt). Blood pressures were unobtainable, and lvad flows remained 2.8 - 3 lpm during that time. It was reported that the device was operating as expected. The patient was treated with d50, insulin, hemodialysis and had no additional vt events. The cause of hyperkalemia was unknown. The morning of (B)(6) 2017 the patient had a slight shaking of the head, bilateral thighs, and slightly more prominent twitching of right shoulder for a few minutes at a time. When off sedation, the patient was able to follow commands intermittently. CT scan revealed a small amount of subarachnoid hemorrhage within sulci of the left frontal lobe near the vertex, as well as anteriorly. The patient was hospitalized. The patient was on warfarin at the time of the event. The patient was transferred to the stepdown on (B)(6) 2017 and was stable. Potassium was 3.2 and creatinine was 1.1 (down from 6.5 on admission). No additional information was provided.

Manufacturer narrative:
A correlation between the reported subarachnoid hemorrhage and the device cannot be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.